Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head then shot into throat [foreign body]; when brushing teeth, the rotarty part of my electric toothbrush broke [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that when he/she was brushing his/her teeth on (B)(6) 2016, the rotary part of the oral-b brushhead, version unknown broke. The consumer stated that he/she was very shocked by this because it then shot into his/her throat. The case outcome was recovered. No further information was provided.